Event description:
It was reported that the manifold assembly is sticking.per independent repair center statement unit is alarming or red light. The key failure was the valve manifold for the valve assembly was sticking and leaking.